Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on review of the provided quality control data, a general reagent or analyzer issue was not suspected.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable elecsys ft4 ii assay result on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e 170) compared to the abbot architect. Of the data provide there was a discrepant elecsys ft4 ii and elecsys ft3 iii result on the on the e 170 with (B)(4) when compared to the abbott architect method for the same sample. This medwatch will cover the ft3 iii results. (B)(6). The initial ft4 ii result and the date tested were requested but not provided. The sample results were confirmed on the abbott architect on (B)(6) 2017. Based on the questionable results the sample was rerun after the ft4 ii reagent lot was changed and a new calibration was performed on (B)(6) 2017. The ft4 result was 1.39 ng/ml on the abbott architect method. On (B)(6) 2017 the ft4 ii result was 2.10 ng/ml with a repeat result of 2.14 ng/ml on the e 170. The ft3 result was 2.23 pg/ml on the abbott architect. On (B)(6) 2017 the ft3 iii result was 2.71 pg/ml on the e 170. The customer believes the elecsys ft4 ii and elecsys ft3 iii results on the architect are correct. It was asked but not known if the discrepant results were reported outside of the laboratory. There was no allegation of an adverse event. Additional information for further investigation was requested.